Event description:
It was reported that when the device, with reload cartridge, was used during an unknown procedure, it did not fire. The case was completed with the same device, and new reload cartridge, with no consequence to the pt. The device was discarded.